Manufacturer narrative:
Our records indicate that this device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase in pacing impedance measurements from 500 ohms to approximately 1000 ohms on a competitor's right atrial (ra) lead.. Technical services (ts) discussed the possibility of an intermittent lead issue or electromagnetic interference (emi). Ts also discussed the possibility of body position or shoulder movement causing the intermittent issue. No adverse patient effects were reported.